Event description:
The male patient was undergoing a laparoscopic cholecystectomy with cholangiogram. During the surgical procedure, the surgeon was using an ethicon 10mm endoscopic rotating multiple clip applier. The 10mm clip malfunctioned by not closing. Therefore, two 5mm clip appliers were used. A small amount of bleeding occurred which extended the surgical time. The procedure remained laparoscopic and the patient was transferred to the post-anesthesia care unit (pacu) in stable condition.